Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm voluma® xc. At an unspecified time after the injection, patient developed swelling, inflammation, and infection that lasted 6 months before resolving. At an unspecified time later, the symptoms recurred.